Event description:
On (B)(6) he reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the pump had no power after the patient went swimming with the pump. The reporter noted moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated rebooting had occurred. The pump powered on with functional vibratory and auditory features. There was visible moisture behind the display lens. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hours with no power issues occurring. The pump failed leak testing, revealing a case seal leak. The pump cover was removed and there was internal moisture observed inside the pump.